Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Follow up 1: one sample was returned for evaluation. Examination of the returned product revealed the tip was missing from the catheter. Therefore the complaint was confirmed as reported. Closer examination of the cut-off revealed it was cut at a sharp angle, but the pouch was not returned with it. This most likely occurred during the packaging process in which the catheter was not positioned correctly and was cut off when the pouch was sealed.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the information received, the patient used a catheter that had a cut-off/sharp tip. The patient bought the catheter to a pharmacist and stated there was some loss of blood. The pharmacist stated that the patient was ok and did not have to see a doctor. The complaint states that there were two catheters in the box with this defect. Only one of the catheters was used.

Event description:
According to the information received, the patient used a catheter that had a cut-off/sharp tip. The patient bought the catheter to a pharmacist and stated there was some loss of blood. The pharmacist stated that the patient was ok and did not have to see a doctor. The complaint states that there were two catheters in the box with this defect. Only one of the catheters was used.